Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 3/19/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that they have not had any medical intervention since the last call and no symptoms reported. Customer is not using our product anymore.

Event description:
Consumer reported complaint for high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 176, 181, 148, 277 and 236 mg/dl. The customer's expected fasting blood glucose test result is 108 mg/dl. The customer feels well and did not report any symptoms. Sister stated that customer went to the doctor last week and had blood work done but was not advised as to what her current a1c was. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; sister stated they are at the pharmacy and not able to test. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/27/2019 and open vial date is two weeks. The meter memory was reviewed for previous test result history: (B)(6).